Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that during an infusion in the catheterization laboratory, a little piece of tubing failed or sheared off and then blood started backing up into the tubing while connected to a patient. There was no harm.

Manufacturer narrative:
The customer¿s report that a little piece of tubing failed or sheared off was not confirmed. Visual inspection found that the half of the set that the customer sent in is from the lower fitment and below. The set and connecting extension set were received with traces of blood throughout the tubing, confirming the customer's report that blood started backing up into the tubing. Visual inspection of the received partial tubing did not find any evidence of the tubing being ¿sheared off¿. Functional testing could not be performed due to the customer only sending in the bottom half of the set from the lower fitment and below. The root cause could not be determined because functional testing could not be performed on the partial set.

Event description:
It was reported that during an infusion in the catheterization laboratory, a little piece of tubing failed or sheared off and blood began to back up into the tubing while still connected to the patient. There was no harm.